Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligature procedure. The exact procedure date was unknown. During the procedure, when the first band was deployed, it could not be deployed. It was observed that it remained at the edge of the ligator cap, "as if it lacked the strength to be deployed." The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.